Event description:
It was reported that on an unknown date in 2015 the patient was treated with a conformable gore® tag® thoracic endoprosthesis (tge). On (B)(6) 2020, the patient presented with an aortic dissection that was intended to be treated with a gore® tag® conformable thoracic stent grafts with active control system (tgm) in an emergency procedure on (B)(6) 2020. After the implantation of the tgm in the previous implanted tge the endoprostheses were ballooned. It was stated that the heart of the patient stopped at this moment and the patient expired a few minutes after. It is believed that the aorta was ruptured below the graft.